Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an attempted implant, physician could not position the lead because the curve on the lead could not be straightened out with a stylet. Lead was replaced. Patient was stable after event.